Event description:
It was reported that perforation occurred requiring additional intervention. The target lesion was located in mid left anterior descending coronary artery (lad). A 3.00 mm x 30.00 mm agent dcb balloon was selected for percutaneous coronary intervention (pci) procedure. During procedure, vessel was prepared and intravascular ultrasound (ivus) and angiogram performed then balloon used. Inflation issue was noted. Image afterwards showed perforation, physician went up for 5 min with balloon to tamponade perforation but did not work. Perforation was covered using stent and procedure was completed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.